Manufacturer narrative:
Concomitant medical devices: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3889-28, lot# v517592, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had the device removed because it was not doing anything for her. Also, she had the bag too, so she did not think that she needed both. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.